Manufacturer narrative:
During the eval of the device at the MFR's service center, thermal damage was found on the system board. The thermal damage was isolated to the component. The enclosure of the device was not compromised. The system board was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.